Event description:
It was reported to boston scientific corporation in 2005, that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was used in the same month, (patient gender, age and weight unknown). According to the complainant, during the procedure the balloon could not be inflated because it ruptured inside of the patient. The procedure was successfully completed with another c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.